Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2013 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2017 during which the surgeon noted ¿lysed extensive adhesions with the omentum intact to the lower abdominal wall. A portion of the mesh was adherent to the bowel and to the abdominal wall, which was also lysed.¿ it was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation and loss of appetite. No additional information is provided.